Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d)was explanted for premature battery depletion. The right and left ventricular thresholds were high. The rv lead was also replaced during the procedure. The device was implanted 1 year, 8 months. It was successfully replacced and will be returned for analysis.